Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The discreet target lesion was located in the highly calcified left anterior descending (lad) artery. A 28 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was deformed and could not pass the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr 3.5 x 28mm, stent delivery system (sds)was returned for analysis. A visual examination of the crimped stent found proximal struts 4 and 5 lifted and distorted. The distal stent end was not damaged and the od (outer diameter) was measured and was within max crimped stent specification indicating no issue with the crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was visible hardened contrast medium inside the balloon indicating it was prepped for use. A visual and tactile examination found slight hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The discreet target lesion was located in the highly calcified left anterior descending (lad) artery. A 28 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was deformed and could not pass the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.